Manufacturer narrative:
The catheter manufacturer was not identified. Note: the system infection/replacement report mentioned in the article was submitted on MDR 2182207200703129. See scanned pages.

Event description:
Journal reference: miele, v et al. "Intrathecal morphine therapy related granulomas: two case reports." West virginia medical journal. Sept-oct 2006; 102(5): 16-18. The article describes two case reports of granuloma formation on the tip of the intrathecal catheters. One granuloma was discovered at autopsy. Cause of death was not related to the granuloma (complications secondary to ms). Reportable events: pt experienced reduced pain control related to a granuloma formation at the tip of the catheter (n=1). Pt experienced reduced pain control related to a granuloma formation at the tip of the catheter (n=1). Pt expired due to causes unrelated to the granuloma. The catheter manufacturer was not identified.